Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that there was a previous over infusion of magnesium, however no further information could be recalled at the time of the interview. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.